Manufacturer narrative:
This report is submitted to provided additional information related to the explantation of lens serial number (B)(6). The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported to rxsight that the patient's light adjustable lens (lal, sn (B)(6), +20.5d) was explanted from the right eye due to visual disturbances and blurry vision.

Event description:
A site reported to rxsight that a patient with a history of lamellar macular hole was implanted with the light adjustable lens+ (lal+, sn (B)(6), +20.5d) on (B)(6) 2024 and light treatments were successfully completed approximately 2 months later with the refractive target achieved. Approximately 1 month after lock-in, the patient returned to the clinic complaining of persistent blurry vision at all distances although uncorrected distance visual acuity and manifest refraction were stable when compared to lock-in measurements. The lal+ (sn (B)(6) was explanted and replaced with a new lal (sn (B)(6), +20.5d).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).